Event description:
It was reported to philips that the system's collimator was stuck, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.